Event description:
A report was received that the patients lead placement was not deep enough and was causing discomfort in the braline. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.